Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, a5, a6, b5, b6, d1, d2a, d2b, d4, d6a, d6b, g2, g4, h1, h4, h6.

Event description:
Healthcare professional reported "rupture". Later, healthcare professional reported "no complaint against the device". This record is for the right side. Device was explanted.

Manufacturer narrative:
Continued e1: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture". This record is for the right side. Device remains implanted.